Event description:
Additional information was received that the lymphoma is not related to vns.

Event description:
It was reported in clinic notes that the patient was diagnosed with hodgkin's lymphoma seven years ago. It is unknown if the hodgkin's lymphoma is related to vns. The patient was initially implanted with vns in 1999. Good faith attempts for more information have been unsuccessful to date.